Event description:
Device 2 of 2. Reference MFR report: 1627487-2013-04920. It was reported, the patient had two trial leads implanted, and in postoperative care complained she could not move or feel her legs. The physician immediately explanted both trial leads and called an ambulance for the patient to be taken to the emergency room. It was reported, the patient began to be able to move her legs within 30 minutes after the leads were removed. An MRI was to be taken. Follow up identified the MRI results were negative, and the patient had no further symptoms, and the issue resolved.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.